Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative went onsite to evaluate the suspected device. The fsr confirmed the reported issue and was able to duplicate that the peep is not holding it's set value and it is out of specification. The exhalation valve was replaced and the unit recalibrated but a leak was still present so the peep is still not within specifications. The fsr is currently waiting on more replacement parts in order to complete the evaluation. Once the final evaluation of the device has been completed then a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, they are unable to maintain positive end-expiratory pressure (peep). It is unknown if there was patient involvement associated with this event.

Manufacturer narrative:
The carefusion failure service department inspected the unit and was unable to duplicate the reported issue. As a precautionary measure the power driver board assembly was replaced. This reported issue will be tracked and internally investigated.